Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0z59j, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0z2vd, product type: lead. (B)(4). Analysis of the extension (s/n (B)(4)) found the extension body conductor was broken less than 5cm from the proximal end. The conductor #0 was broken at 2.8cm from the proximal end.

Event description:
Information was received from the company representative that reported the impedances were taken while in the operating room before closure and all combinations with contact 0 were over 40,000 ohms indicating an open circuit. The doctor disconnected the extension at the temporal area and checked the lead impedances with the barrel connector cable and they were normal for the lead. He then disconnected the extension at the battery and reconnected the extension and the impedances were normal. He closed the first layer and checked impedances again only to find out that the impedances were over 40,000 ohms for c+8 and 8+10. They replaced the extension and impedances were perfect. The issue was resolved at the time of report. There was a "faulty deep brain stimulator (dbs) extension". The patient was implanted for parkinson's dual.